Event description:
Preoperative diagnosis: displaced galeazzi fracture, left forearm. Operation on 7/5: open reduction, internal fixation using synthes plate and screws. On 8/5, preoperative diagnosis: delayed union, left radius fracture with broken plate. Plate found to be broken through middle screw hole. Plate removed. Operation: open reduction internal fixation on 8/5.